Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the width within specifications but the overall length (diameter) found the returned lens did not meet original values measured at the time of manufacturing. Additional information: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.5/2.5/012 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed and at a later date a replacement lens of shorter length was implanted due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.